Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump died after inserting a new battery and then alarmed for battery out limit. The customer tried several different batteries. The customer reported that the battery cap had foreign material on it. The batteries did not last more than one week and were not previously used, or expired. The customer was sent a replacement battery cap.